Event description:
Reported by the complainant as follows: called to evaluate infant with tracheotomy with progressive respiratory distress, high ventilatory pressures, low tidal volumes and poor breath sounds. Emergency dl/b and removal of plug done at bedside with anesthesiology. Removal of 3-4 pieces of foreign body (appears to be aquacel absorbable dressing) from above below and within trach stoma. Sent to pathology and confirmed to be aquacel. Ventilatory status immediately improved.